Event description:
Pre op: head/liner exchange signs of wear. Post op: new head-new liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.